Event description:
Caller tested 4.0 inr and 2.8 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.